Event description:
The customer reported they were unable to obtain an etco2 reading during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain a etco2 reading during a pt event. There was no report of negative pt impact. The device was evaluated by a philips field service engineer. The etco2 connector was found to be loose. The connector was reseated. The device passed all testing and was returned to service.